Manufacturer narrative:
The device was returned,analyzed and no anomalies were found. Analyst commented, no outer or inner package was received at preliminary analysis. The outer and inner trays were separated from the device before the preliminary analysis. There was evidence that too little force was required to open the seal.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the first outer packaging of the implantable pulse generator (ipg) was peeled open and found the secondary internal packaging not attached to the rigid plastic tray. A new ipg was selected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.